Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, intra-aortic balloon pump (iabp) alarmed as leak in iabp circuit and then iabp was removed from patient use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (event site state), report source.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Corrected field: g2. Brand name, catalog, serial#, UDI# are unknown. The information regarding pump were asked, but no response received, if we received any further information then updated report will be sent. It was reported that the intra aortic balloon pump (iabp) experienced a leak in iab circuit alarm during use. It was reported that the iabp alarm noted on monitor - "leak in iabp circuit". The insertion was observed and it was also reported that there was blood within the transparent sheath. Due to concern for leak within closed circuit, the iabp was removed from the patient. It was also reported that the patient was not on other therapies at the time of the event. However, the patient had heart failure, cardiogenic shock, and acute renal failure. No information provided from the customer if there was patient injury or not.

Event description:
N/a.